Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the center arm damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a hill-rom tech stating the right siderail is not latching. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).